Event description:
Same case as MDR #2134265-2011-04423. It was reported that during an angioplasty treatment procedure, two balloon ruptures occurred. Access was gained via the right femoral artery. The target lesion was located in the severe calcified right distal superficial femoral artery. A 5.0x40mm, 75cm mustang was inflated and burst at 26 atm. The physician removed the balloon and inflated a 6.0x40mm, 75cm mustang which burst at 24 atm. The second balloon was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).